Event description:
The manufacturer received information that the customers device has a burning smell and suddenly stopped working. It won't turn on at all. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.